Manufacturer narrative:
Article citation: neil parikh, ba; goutam k. Gadiraju, bs; matthew prospero, bs; yizhuo shen, bs; bryce f. Starr, bs; erik reiche, md; colby j. Hyland, md; sarah j. Karinja, md; and justin m. Broyles, md, mph. The impact of breast implant cohesivity on rippling and revision procedures in 2-stage prepectoral breast reconstruction. Aesthetic surgery journal open forum. 23april2024: 1-7 the event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection

Event description:
Through journal article the impact of breast implant cohesivity on rippling and revision procedures in 2-stage prepectoral breast reconstruction, 4 patients experienced infection after tissue expander placement on unknown side. Device status is unknown.